Event description:
It was reported that stent did not fully expand post deployment. The target lesion was in the severely tortuous and mildly calcified superficial femoral artery. A 6x100x120 epic vascular stent was advanced for treatment. However, during deployment the proximal end of the stent started to stack and was deploying within itself. Subsequently, a balloon was inflated and dragged within the stent to remedy the proximal end of the stent. The stent delivery system was removed and there was no patient complications reported. The patient was fine post procedure.